Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was in the hospital for five days before the patient had the catheter removed. On the same day as the catheter was removed, the patient went into a septic shock. At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894188 and gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.